Event description:
It was reported that the patient presented for an implant procedure. After implant, bag stimulation occurred and the pacemaker was in backup vvi mode. No intervention was performed. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that before implant the pacemaker was in backup vvi mode. Programming changes were made.